Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4).

Event description:
According to the event description: the 3 times the patient used our 500 milliliters (ml) diffuser, the flow rate was much faster than normal. The product passed through in just over 9 hours instead of 12 hours. At the 3rd use it was during the day and the diffuser was in a pouch around the waist. It was only after the 3rd use that the patient reported the issue. Referfence associated medwatch reports: 9610825-2025-00138, 9610825-2025-00140.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4). Device history record (DHR):- reviewed the DHR for batch 24k09ged11, there is no abnormality and no such defect detected at in process and at final control inspection. Bmi received no sample and no picture for further investigation. Sample/s evaluation: final control flow rate report of affected batch 24k09ged11 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -1.91% and 5.97%. No abnormalities observed. As no complaint sample was received, further investigation is not possible. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 40 ml/hr to 47.2 ml/hr. Factor 2 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed.